Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: reportable awareness date on previous report should have been 07dec2023 not 13nov2023.

Event description:
Related manufacturer reference number 1627487-2023-05662, 1627487-2023-05663, 1627487-2023-05846, 1627487-2023-05845, 1627487-2023-05844. It was reported the patient was admitted to the hospital and diagnosed with an infection. The patient's scs system was later explanted because the patient had a fever and pus.

Manufacturer narrative:
Date of the event is estimated.